Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. Prior to this procedure, the physician performed a poba procedure of the left anterior descending (lad) coronary artery by using a quantum maverick balloon catheter. The physician then attempted expansion of a calcified, 99% stenotic lesion in the 1st diagonal branch (d1) using the maveric2 monorail 15mm x 1.5mm which ruptured at 6 atms on the initial inflation. It is noted that during insertion od the maverick2 monorail the physician did not feel resistance. The procedure was successfully completed with another device. No pt injuries or complications were reported. Ot status is rpeorted as 'good.'